Event description:
A silhouette pedicle screw construct was implanted at l5-s1. During a follow-up examination approximately seven weeks post-op, it was noticed that the right sacral screw had been broken mid-shaft. There has been no change in the pt's condition since the construct was implanted. The surgeon has no plans to re-operate at this time.